Event description:
On an unknown date, a trifecta valve (model unknown) was implanted. In august 2019, the patient presented with dyspnea and the device was explanted due to severe calcification. An edwards magna ease valve was implanted and the patient is reported to be stable.

Manufacturer narrative:
An event of dyspnea and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a trifecta valve (model unknown) was implanted. Five years following implant, the device was explanted due to severe calcification. Additional information has been requested.